Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A biomedical technician (biomed) reported that a 2008t hd sys. Cdx w/bibag blue star was alarming with a remove usb device 2 alarm/message during hemodialysis (hd) treatment. The staff could not clear the message, and the patient was transferred to an alternate machine to complete treatment. The biomed stated the patient¿s estimated blood loss (ebl) was approximately 300 ml. The biomed confirmed that there was no patient injury or medical intervention required as a result of the reported event. The patient was restarted on a different machine and treatment completed successfully with new supplies. The machine is back in service after the biomed rebooted the machine and cleared the message. No parts were returned to the manufacturer for physical evaluation.

Event description:
A biomedical technician (biomed) reported that a 2008t hd sys. Cdx w/bibag blue star was alarming with a remove usb device 2 alarm/message during hemodialysis (hd) treatment. The staff could not clear the message, and the patient was transferred to an alternate machine to complete treatment. The biomed stated the patient¿s estimated blood loss (ebl) was approximately 300 ml. The biomed confirmed that there was no patient injury or medical intervention required as a result of the reported event. The patient was restarted on a different machine and treatment completed successfully with new supplies. The machine is back in service after the biomed rebooted the machine and cleared the message. No parts were returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius field service technician (fst). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.